Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool (jaw/shaft) preoperative in the sterile field. A replacement device was used to complete the procedure.

Manufacturer narrative:
Patient code changed from "no patient involvement" to "no consequences or impact to patient". (B)(4).

Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool (jaw/shaft) preoperative in the sterile field. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool (jaw/shaft) preoperative in the sterile field. A replacement device was used to complete the procedure.